Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-04757. It was reported that the patient presented in clinic for a device replacement due to the elective replacement indicator. The right atrial lead exhibited noise with inappropriate mode switch episodes and the left ventricular lead exhibited elevated capture thresholds. The physician explanted and replaced the leads and device. The patient was discharged post-procedure.

Manufacturer narrative:
A partial lead was returned in one piece measuring 49.0 cm. Visual examination found electrocautery damage to the insulation. No conductor fractures or internal shorts were noted. No anomalies were found besides procedural damage. The reported event of high capture thresholds was unconfirmed.